Event description:
I would like to understand whether a product I used for sterilization (essure permanent birth control) is being correctly represented by the manufacturer conceptus. Last (B)(6), I selected essure because it was advertised as the most effective method of permanent birth control with a 99.74% rate of effectiveness, and advertised as being the only permanent birth control with no pregnancies during the clinical trials, both of which I assume are true and vetted by the FDA. I am one of the .26% for whom the product did not work, even though the follow-up dye test after three months indicated my tubes were completely blocked and would like to understand if the failure rate is still being correctly represented now that this product has been on the market for more than eight years. Commentary on various internet chat rooms indicates there are several women for whom essure has failed. I have no idea how this number compares with the number of essure procedures that have been done. However, I do know my ob-gyn alone has reported two pregnancies post this procedure - and I doubt she's done 800 procedures to make her failure rate consistent with that advertised. After my pregnancy, she has since stopped administering essure altogether. The company also advertises that no general anesthesia is required; however my ob-gyn strongly suggested it to ensure that no movement compromise the procedure. Had I known general anesthesia was critical to ensure proper implementation, I would not have considered essure. I hope you are able to audit or otherwise compel the company to be transparent with the failure rates of this product to help avoid unplanned pregnancies of other women in the future. Dates of use: (B)(6) 2010 - (B)(6) 2011.